Event description:
Patient on draeger ventilator post intubation. Ventilator was not delivering appropriate tidal volumes 50-200cc even though tidal volume was set to 550. Troubleshooting attempted. Patient placed on new draeger ventilator with increased tidal volumes.